Event description:
It was reported "product complaint regarding the port needles. A patient was having his medication through his port with port needle. According to the nurse the cap on the needle, was loose on when the needle was placed. This time they did not notice it was loose. The patient was getting his cancer treatment, fell asleep and the medication dripped out of the cap and all over the patient and his bed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.